Manufacturer narrative:
(B)(4). Approximate age of device - 33 days. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient remained in the hospital from date of implant, on (B)(6) 2017. The patient was supported on extracorporeal membrane oxygenation preoperative, and was critically ill postoperatively, requiring right sided mechanical circulatory support. On (B)(6) 2017, the patient experienced a hemorrhagic stroke with large midline shift. The patient was on anticoagulation at the time. The anticoagulation was discontinued. No other interventions were performed, and care was withdrawn on (B)(6) 2017. It was reported that he lvad was functioning as expected and will not be returned for evaluation. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. An autopsy was not performed. A direct correlation between the device and the reported hemorrhagic stroke and patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.